Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose results accompanied by symptoms. Customer's wife is calling on his behalf. The customer is concerned with results obtained of 169,197,171 and 208 mg/dl. The expected fasting blood glucose test result range is 100-130 mg/dl. The customer did report symptoms of feeling weak. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the living room. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 04/26/2020 and open vial date is one month ago. The meter memory was reviewed for previous test result history: (B)(6). Customer states that he feels weak and does not know if that is related to his blood sugar. Customer states that he has been a diabetic for a long time and knows that his results should not be higher than 140 mg/dl fasting. Customer is concerned that the meter is giving high results when there have been no changes to his routine.

Event description:
Consumer reported complaint for high blood glucose results accompanied by symptoms. Customer's wife is calling on his behalf. The customer is concerned with results obtained of 169,197,171 and 208mg/dl. The expected fasting blood glucose test result range is 100-130mg/dl. The customer did report symptoms of feeling weak. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the living room. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 04/26/2020 and open vial date is one month ago. The meter memory was reviewed for previous test result history: (B)(6). Customer states that he feels weak and does not know if that is related to his blood sugar. Customer states that he has been a diabetic for a long time and knows that his results should not be higher than 140mg/dl fasting. Customer is concerned that the meter is giving high results when there have been no changes to his routine.

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Note: manufacturer contacted customer on 1/17/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.